Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient experienced an event of infusion set leakage at the site on (B)(6) 2025. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6008572 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined) complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10/10 samples passed the test. Functional test air leak according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the lot 6008572 was packaging according to the wi version 80, in the machine multivac 12, on 10/aug/2024, with a total of (B)(4) units. Assembly lot: the lot 4g06143 was assembled according to wi version 27 on-line inspection for assembly of quick set on 11/aug/2024, with a total of (B)(4) units. The lot 4g06144 was assembled according to wi version 27 on-line inspection for assembly of quick set on 12/aug/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4g06098 was manufactured according to the wi version 42, in the machine mp04, mp05 and mp08, on 10/aug/2024, with a total of (B)(4) units. Welding lot: the lot 4h00434 was manufactured according to the wi version 38, in the machine us05 and us06, on 10/agu/2024, with a total of (B)(4) units. The lot 4g01461 was manufactured according to the wi version 38, in the machine us05 and us06, on 09/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 11-jun-2025 against malfunction code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6008572 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak in tubing connectors, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities. .

Event description:
To date no additional patient or event details have been received.